Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted phone number: (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. Section h3-81 (other): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), something looked like scratch, peel-off, or burr was observed at the base of haptic - optic at the edge of the lens. Also, a mark that looked like diffraction groove lathe line was observed at the optic. There was no problem in the central part of the optical part, so the was implanted as it was. There is no returning product because the lens remains implanted. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: section g4: combination product: no. Additional information: section h3: device evaluated by manufacturer: yes . Device evaluation: the product was not returned to manufacturing site for evaluation. However, a video was provided by customer and was evaluated. Based on the video evaluation it was determined that the lathe lines condition seems to be out of specifications. The failure was attributed to operator error. In addition, cosmetic condition similar with the described "burrs" were observed on the lens but could not be confirmed as a defect against the manufacturing criteria which would require dimensional measurement which cannot be accomplished from a video evaluation. The potential root cause and clinical impact on the patient cannot be confirmed for a video assessment. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report, no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation results, the risk assessment performed and the current probability of occurrence, this issue is being evaluated as part of continuous improvement project. An awareness was conducted to all personnel involved in manufacturing of the reported complaint product to reinforce the visual inspection during the manufacturing process, to prevent recurrence. Johnson and johnson surgical vision will continue to monitor this type events. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.